Manufacturer narrative:
H3, h6) a system checkout was completed and the system passed a built-in self-test (bist), 10 point and advanced accuracy test, stress test, and navigation accuracy test. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a sacroiliac and thoracolumbar procedure. It was reported that an alleged navigation inaccuracy occurred intraoperatively. After the scan and plan were performed, accuracy was checked using a passive planar probe, which was touching bone, but the system displayed the instrument as being "way above" the bone. Additional imaging was conducted and new images were imported; however, navigation remained inaccurate, showing the probe as being inside the bone when it was actually touching the bone. The procedure experienced a delay of less than one hour. The surgeon abandoned use of the guidance system and proceeded with medtronic navigation. No patient complications have been reported as a result of this event. Additional information was received. It was reported that one anatomical landmark showed between 3.5 and 10 millimeters (mm) above bone and another landmark showed between 3.5 and 10mm in bone.